Manufacturer narrative:
Other relevant device(s) are: product ID: 37081-60, serial/lot #: (B)(4) or (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that they could not remove the extension from the old ins intra-op. The doctor was able to pull out the plastic around the screw and completely remove the set screw from the ins header, but the extension would not come out. It was noted that the doctor was unable to turn the extension. The rep said they would try inserting water into the header of the old ins. The doctor tried to soak the battery in water as they could see old blood. They tried to irrigate with heparin and mineral oil. The doctor tried to pull on the extension, but it was not moving. They were able to remove a little part on the transparent plastic covering the contacts, and with a hemostatic forceps the doctor grabbed the electrode by the last contact and was able to pull the extension out. They wiped the extension and reconnected to the new ins. Electrodes 4 and 6 were out of range, but they were able to reprogram the patient and cover the pain as before. The ins battery change was done because of elective r replacement indicator (eri) coming soon. No symptoms were reported. No further complications were anticipated. Additional information was received from the rep. It was noted that the extension was originally implanted in 2009. Two possible serial numbers were provided for the extension. It was noted that the out of range impedance was high, and it remained the same after the surgery. The explanted ins was sent to pathology. It was noted that this information was confirmed with the physician/account.